Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-01594, 3005168196-2016-01596. The hospital disposed of the device.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo generator (generator) and apollo wands (wand). During the procedure, while using the wand the physician noticed there was a leak at the hub of the wand and, therefore, switched to a new wand. However, the physician noticed that the hub of the new wand was leaking as well. The physician completed the procedure using this wand despite the leak. The physician also noticed the cord of the apollo generator foot pedal was severed in half, and completed the procedure by taping the cord back together. There was no report of an adverse effect to the patient.